Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation, the perivac kit was unable to be flushed. A different kit was used to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device was received at boston scientific for analysis. Visual examination revealed no defects, flushing was performed in the catheter using syringes returned and no defects were detected. Analysis of returned product revealed that the unit passed all tests performed without issues, and showed no evidence or defects that could have contributed to the event. The reported complaint was not confirmed. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that during preparation, the perivac kit was unable to be flushed. A different kit was used to complete the procedure. No patient complications were reported.